Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the powerseal displayed an error message of incomplete seal. This event occurred during a therapeutic procedure. The procedure was completed with a similar device. There are no reports of patient harm.